Event description:
Additional information was received indicating this lead later exhibited oversensed noise which resulted in pacing inhibition. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system was presented in the hospital, for an unspecified reason. The patient reportedly was syncopal and fell. Upon device interrogation, a right atrial (ra) lead safety switch had occurred. Testing on the ra lead displayed pacing impedances of 290 ohms in unipolar and 250 ohms in bipolar. However, when the patient was performing isometric exercises, noise was present on the ra channel and impedance measurements decreased to 190 ohms. The boston scientific sales representative was to program the ra lead to unipolar for sensing and pacing and would discuss lead replacement with the patients' physician.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.